Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while eating breakfast. Technical services (ts) analyzed device episode data and found that there was a stored treated episode due to oversensing of noise. The shock impedance was 33 ohms, which was low within normal range. This occurred in the alternate sensing vector. Troubleshooting was performed including isometrics and pocket manipulations, but the noise could not be reproduced. The system was reprogrammed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.